Event description:
Customer stated that the insulin pump is making a buzzing noise. The screen has went blank. The blood glucose reading is 357 mg/dl. Customer has tried to treat the high blood glucose reading with the insulin pump. Customer requested to have the insulin pump replaced. Customer stated that she will go to hospital because the insulin pump is not working. Customer requested a replacement. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.